Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. Prior to implant, the physician tested the lead helix outside of the patient and it was working. The physician had placement difficulty with the lead and when the lead was placed into position, the physician could not get the helix to extend. The lead was removed and tested out of the body and the helix could no longer be extended. The lead was not used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to the drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.